Event description:
It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. The totally occluded target lesion being treated was located in the non-tortuous and non-calcified mid right coronary artery (rca). The patient present with st segment elevated myocardial infarction. Total occlusion in the mid rca was found. A 2.50x32mm ion stent was advanced to the lesion and deployed. During the procedure the physician noted coronary artery disease in the left anterior descending (lad) artery. The patient returned 2 days later for treatment of the lad and during this procedure angiography of the rca was performed and it was noted that the previously deployed ion stent was completely thrombosed. A 3.50x38mm ion stent was then advanced to the mid rca and deployed within the previously placed 2.50x32mm ion. The outcome was considered positive and the physician commented that the original stent was too small for the vessel. The patient was placed on anti-platelet medications following the procedure. No further patient complications were reported and the patients status is fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).